Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the clamp attachment of support arm was found defective. The clamp attachment is a part of support arm and is mounted directly to the servo device. The support arm serves to relieve the patient from the weight of the tubing system. It is worth mentioning that customer is obliged to follow the installation instructions delivered together with the device. For example, according to installation instructions for the support arm 176 (rev. 04) in the specification of the maximum capacity, it is stated how many kilograms can be loaded depending on the angle of use of the accessories (max. Approx. 3 kg). When moving the support arm or changing position, the patient connection should be observed to see that no pulling or other movement occurs. Broken/damaged support arm may lead to to stop of ventilation (extubating) or injury. Additional information was requested for further investigation but have not yet been received. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that clamp attachment of support arm was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).